Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 221862014 was returned and analyzed. Visual inspection showed that the shaft was kinked approximately seven inches from the lemo connector. All eight electrodes were in place and the loop was in its normal shape. The mapping catheter was connected to the diagnostic computer and channel pairs were not displaying any noise. Movement and deflection of the catheter distal to the lemo connector did not introduce any interference noise. In conclusion, the mapping catheter failed the returned product inspection due to a kinked shaft. If information is provided in the future, a supplemental report will be issued.